Event description:
It was reported that a prior implantable neurostimulator (ins) was replaced on the date of report but unipolars remained high and some out of range. Now, the bipolar pairs were high as well in the 2000 ohms range. The patient could feel no paresthesia with any electrode combinations. The ins was in the pocket when impedances were checked. The case readings post-operatively were 8000 ohms, 9000 ohms and some over 10,000 ohms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), product type: programmer, patient; product ID 3487a, lot# j0211821v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).